Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue via system logs, but could not replicate it during testing. The usm was tested on the system and triggered no errors. The usm was also tested on the patient side cart (psc) fixture test platform pfpt and failed sensors check, but that is not part of the reported problem. Upon further investigation, there was no fluid intrusion or physical damage. The system logs showed the errors pointing set up joint (suj), tornado and axes controller, arm (aca).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set up joint (psuj) involved with this complaint and completed the device evaluation. The psuj was analyzed, and failure analysis investigation confirmed the reported complaint as having occurred in the field via system logs review, but it was not replicated during in-house testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced set up joint (suj) and the universal surgical manipulator (usm) to resolve the reported issue. The fse noted an error 297, programmed each node having configuration mismatch and calibrated the usm after replacement. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci assisted partial nephrectomy surgical procedure, the system had non recoverable fault 40067. The customer rebooted the system and proceeded. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error on the armnet 2. The customer called back and confirmed repeated non recoverable fault 40067. The tse suggested to hard power cycle the system, still the issue persisted. The tse suggested to swap the patient side cart (psc) from another da vinci system. The procedure was continued after switching to another psc with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.